Event description:
It was reported found during demand pm that cardiosave intra-aortic balloon pump (iabp) power cord plugs cut off. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d5. A getinge field service engineer (fse) replaced power cord (0012-00-1688-21) due to non-conforming hubble plug being placed on power cable by customer. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.